Event description:
User facility reported, during a coronary angiogram, air was injected on the first injection of the left coronary and again on the first injection of the right coronary artery. Slow coronary blood glow, ventricular fibrillation, hypotension, and evidence of myocardial infarction followed. Air was aspirated from the right coronary. Resuscitation of the patient was attempted. The patient died the following day.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), and consumables have been requested to be sent to acist for investigation. Upon completion of the investigation, a follow-up report will be submitted to the FDA. The user facility stated that the product was operating as intended. The device has not been returned for investigation; therefore we are unable at this point in time to provide any further preliminary analysis.